Event description:
The patient reportedly has middle ear infection and has received pe tubes. Programming adjustments were made in order to enhance the patient's performance. Testing confirmed that the device is functioning. The patient continues to be monitored by the clinic.